Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the surgeon experienced issues with the device and the patient experienced excessive bleeding. No further information was provided.